Event description:
It was reported that the patient experienced a break on the cylinder of a two piece inflatable penile prosthesis (app) caused by regular use. A revision surgery was performed in which the whole system was replaced. The patient was reported to be currently recovering. No more information available at the moment. Should additional information become available, it will be provided.